Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for an unknown indication using treo abdominal stent-graft system and gore® dryseal flex introducer sheath. After deployment of the stent graft and removal of the delivery catheter, blood leakage due to dryseal valve breakage was noticed. Another sheath was used for the remaining procedure. The patient tolerated the procedure. No injury to the patient was reported.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.